Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. Evaluation of the sample by baxter and haemotronic found that the membrane was missing from the dome of the transducer, thus confirming the complaint. Haemotronic analyzed the sample and found that the housing was in compliance with the specification. In the investigation report, haemotronic determined this could not have occurred during assembly because they perform 100% leak testing. Therefore, root cause could not be conclusively determined. Haemotronic performed a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
This complaint is a result of a customer contacting baxter. The customer reported that during prefilling, it was noted the transducer protector was leaking. There was no patient injury or medical intervention was reported along with this complaint.